Event description:
It was reported that there had been difficulty interrogating implantable heart devices with the programmer. It was noted specifically that there had been intermittent green lights, and difficulty maintaining non-wireless sessions with headers using this programmer, despite replacing the radiofrequency programmer head. It was requested that the header connection be tested. It was also requested that the keyboard be resecured and the software updated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the interrogation issue due to loose rf head connector, electrocardiogram (ECG) connector is also loose. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the left keyboard hinge was broken, the system fan was noisy, and the tab on the power cord bay door was bent. (B)(4).